Event description:
It was reported that an ilet bionic pancreas generated repeated restart alert 28 notifications indicating a battery thermistor range issue, with the device operating for several hours after each restart before alerting again; the user had sufficient battery charge and used backup therapy while a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that results are pending completion of the investigation, with the device problem characterized as a charging or battery-related malfunction associated with the battery thermistor range alert. It was concluded, based on previously established findings for similar reports, that a conclusion is not yet available. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.